Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 6.4/3.92. The pt's coumdin was held, but would have been held for a procedure to be performed. The device was replaced and requested to be returned for evaluation.